Event description:
It was reported that the 9900 system c-arm was booting up with a calibration required message. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to reload the calibration files. Reloaded the calibration files. The system was tested and found to be working as intended and placed back into service.